Event description:
A revision procedure was performed on an unknown date.

Manufacturer narrative:
Device records review: review of the device history records for the rod confirmed that it met all of the required quality inspections prior to release. Device evaluation: visual inspection of the returned product confirmed the threaded cap was unthreaded from the housing tube. The returned rod was observed to be partially distracted. X-ray imaging inspection was also performed and threaded cap disengagement was noted. This issue is related to field safety notice z-1898-2020.

Manufacturer narrative:
The device has not been returned for evaluation as it remains in-situ. X-rays confirmed the alleged event. Root cause is unable to be determined at this time. The reported event has been addressed in the device labeling.

Event description:
Information was received that x-ray images show the endcap seems to be popped up (gap between actuator and end cap). It is unknown if a revision procedure is planned at this time. No patient injury was reported.